Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged case, window and lcd. Pictures were taken. A receiver charge test was not performed due to the receiver not turning on. A receiver boot test was performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. The receiver log was not downloaded and reviewed due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A receiver charge test was not performed due to a damaged case, window and lcd. A receiver boot test was performed and failed due to a damaged case, window and lcd. Functional tests were not performed due to a damaged case, window and lcd. The receiver log was not downloaded and reviewed due to a damaged case, window and lcd.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.